Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision. The clinical reason for explant was difficulty adapting to the extended depth of focus (edof) technology. The iol was exchanged for a non-company lens with the same diopter 03 months 12 days after the initial implant procedure. There was no further impact to the patient. In the surgeon's opinion, the product caused or contributed to the event. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.6 and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 22.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 22.5 diopter, toric monofocal lens model. Due to the exchange of an extended depth of focus lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had pre-existing dry eyes. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).